Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if pd therapy was ongoing at time of death or if therapy with a baxter device and/or baxter pd solution(s) was being performed prior to or at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis could not be completed. The cause of the reported death could not be determined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Event date: the patient passed away on an unreported date. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.